Event description:
The customer reported an aa33 alarm on the insulin pump. The drive support cap was stated to be protruding from the device. The customer's most recent blood glucose level was 161 mg/dl. The customer was advised to discontinue use of the pump and to return it for analysis and a replacement. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed prime during the basic occlusion test due to protruded and loose drive support disk. Insulin pump had minor scratches on lcd window, cracked reservoir tube, scratched reservoir tube window, cracked reservoir tube lip , cracked belt clip slot, cracked battery tube threads, stained address/serial number label and missing end cap sticker.